Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4). The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that the insulin pump act button is sticking and is not responsive. Customer does not recall any significant events leading to the error. Customer's blood glucose was 97 mg/dl at the time of incident. Customer was advised the device would be replaced and to return the product for analysis. No further information was given.

Manufacturer narrative:
The pump was received with intermittent button response due to flattened act and esc button domes. The keypad connector was inspected, and was locked properly. The pump was received with a cracked reservoir tube lip, a cracked case near the display window corners, and a cracked case on the display window.